Event description:
A customer reported that twenty-four ophthalmic blades were found to be dull. The scheduled procedure was cataract surgery and the exact timing of the event is unknown. The surgery was completed using the same blade without any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).